Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator, the uim (user interface model) display is unresponsive to touch commands. The customer reported the suspect device cycles on normally during pre-use check, but the touchscreen display is unresponsive to touch commands. The customer reported requesting a replacement uim. At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event.